Event description:
Analysis completed. The dr attempted to reach the lesion with a taxus liberte - 3.0 x 32 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed and no stent damage had occurred. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good". However, the returned product revealed that there was stent damage.